Manufacturer narrative:
(B)(6). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during hemodialysis (hd) treatment. The blood leak occurred within "a couple minutes" of the treatment initiation. The blood leak was visually observed inside the dialyzer (on the arterial side). No dialyzer damage was visible. The machine did alarm; both an audible and visual alarm went off. A blood test strip was used and it tested negative. The dialysate was not tested an additional time with a new blood test strip. The patient's blood was not returned; estimated blood loss (ebl) was noted as being approximately 150ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with some indication of blood exposure. Blood residue was noted in the header of the cavity ID end. Gross visual examination of the device noted a short fiber on the circumference of the fiber bundle at approximately 310 degrees on the cavity ID end with the dialysate ports situated at 0 degrees. No other damage or irregularities were noted on the returned device. The dialyzer was subjected to a laboratory bubble point test where an internal leak was noted on the cavity ID end in the observed location of the short fiber. The complaint investigator then subjected the dialyzer to destructive disassembly for further visual examination. The sonically welded screw flanges were removed from the dialyzer to better isolate the source of the leak. The fiber bundle was then withdrawn from the dialyzer housing and submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. Air bubbles were detected escaping from the location of the short fiber. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device confirmed the presence of a short fiber on the fiber bundle. Additionally, laboratory testing noted a leak at the location of the short fiber. Therefore, the complaint has been deemed confirmed.